Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient was unable to connect to ipg and were not sure if they placed it in surgery mode. Pc displays the message "cannot connect to generator "trouble shooting was unable to resolve the issue. Next course of action will be decided later.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: correction (other remedial action) added. H9 - 1627487/06/02/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.